Event description:
" A hcw got injured at finger due to the glass breakage at the tube inlet when she tried to open the hemogard closure." "The blood in the tube proved to be not contaminated and the injured was found negative by blood test." Customer samples received and sent for analysis. Eval report will be sent in f/u medwatch report.